Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer woke up with a high blood glucose of 470 mg/dl and there is no occlusion or infusion set tubing kink. Customer treated with insulin pump. Customer stated that there was a change in basal programming that could have caused the high blood glucose reading. Customer also reported to have experienced a low blood glucose reading of between 28 mg/dl to 50 mg/dl. Customer declined high and low blood glucose troubleshooting. Customer also reported that the insulin pump had a keypad anomaly and the act button was hard to press. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer¿s spouse was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on escape and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test, occlusion test, self test and expected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and severely scratched display window noted.